Event description:
A filtered primary tubing set was returned unexpectedly and it was separated at filter. Although requested, additional information was not provided.

Manufacturer narrative:
Unexpected products were returned from the customer. Visual inspection found that model 2432-0007 was broken at the engagement between the 0.2 adult micron filter¿s inlet port and tubing. Further inspection observed that the inlet spigot of the filter was broken off and had remained lodged inside the tubing. A white section was observed on one portion of the damaged filter spigot. This white area is an indication of stress and coincides with the corresponding point of breakage/stress on the portion of the spigot remaining within the tubing. The pcu and device pump that were in use during the customer event were not returned for evaluation. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. No functional testing was performed on due to the broken set and the obvious leaking that would occur. A device history record could not be performed due to no lot number was provided by the customer. The root cause of the filter inlet spigot break is identified as a supplier assembly, handling, and shipping processes in addition to a manufacturing assembly issue involving excess solvent application at the affected engagement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A filtered primary tubing set was returned unexpectedly and it was separated at filter. Although requested, additional information was not provided.